Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure in the stomach performed on (B)(6) 2013. According to the complainant, the gold probe device did not generate any current; there was no heat delivered to the target site. No damage was noted to the device, or device packaging. Another gold probe device was used with the same equipment to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.